Manufacturer narrative:
A follow-up report will be submitted, once a full eval has been conducted by sigma engineering.

Event description:
At 0650 IV pump set to infuse over 2 hours. At 0720 bag was empty. Pump was programmed correctly.